Manufacturer narrative:
(B)(4). This complaint for user error was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report check heater line which occurred on home choice (hc) during use during fill 1. The home patient (hp) stated that she was unable to clear the alarm and so she used another cassette and same bags. The baxter technical representative (tsr) explained the setup was compromised and advised the hp to change everything out. The hp stated that she connected herself directly to the heater bag and using her scale she did a fill. The tsr advised the hp that this was not advised since the scales can be off and could potentially overfill her. The tsr advised the hp to use the hc, and provided instructions on how to correct the alarm and how to check the frangibles and lumen. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient(hp) contacted product surveillance on (B)(4) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that they have already disposed of the supplies and no further information is available at this time.